Manufacturer narrative:
Device history record review was completed on the reported lot number v2b110. The lot was found to have been manufactured and released to predetermined specifications. No anomalies were found during review of the records. No samples were returned for evaluation therefore a root cause could not be determined. Cardinal health will continue to monitor complaint trends for this issue.

Event description:
Customer has reported that the seam of the product burst, exposing hot gel contents when activating. The pack material landed on clinician's hand and face. The product was wiped off with warm water. No medication or injury was noted for the affected person. The event date is unknown.